Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. The patient elected to not have the device replacement. This device remains in service. No further adverse patient effects were reported.